Event description:
National complaint coordinator reports one incident of patient death after using the a-15 dialyzer. No further information provided at this time regarding the details of the incident.